Manufacturer narrative:
Results: there was no visible damage to the penumbra smart coil detachment handle (handle). Conclusions: evaluation of the returned device revealed that the handle was functional. The handle was tested on the handle fixture three times. The handle actuated correctly and passed for both throw distance and pull force three times. The handle was then used to detach a demonstration smart coil. The smart coil detached from its pusher assembly without an issue. The root cause of the reported issue could not be determined. Penumbra handles are functionally tested during incoming inspection by quality. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the left internal carotid artery (ica) using a penumbra smart coil detachment handle (handle). During the procedure, the physician successfully deployed and detached four coils into the target vessel. Next, the physician deployed a new penumbra smart coil (smart coil) into the target vessel and then attempted to detach the coil using the handle; however, the smart coil did not detach on the first attempt, which was observed under fluoroscopy. Additionally, it was confirmed that the black alignment zone did not separate. After three additional attempts using the same handle, the black alignment zone separated and the smart coil detached successfully. The physician then experienced the same issue while attempting to detach two other smart coils using the same handle. After several attempts, both smart coils successfully detached. The procedure was then completed using a new handle and additional smart coils without any further issues. There was no report of an adverse effect to the patient.